Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01820. D6a implant date: unknown date in (B)(6) 2011. D10 medical devices: vangrd cr por/ha fem - rt 62.5 catalog#: 167026 lot#: 2013063, bmet regenx pri tib tray 67mm catalog#: 141272 lot#: 507270, biomet finned pri stem 40mm catalog#: 141314 lot#: 695600, vngd cr tib brg 12x63/67 catalog#: 183422 lot#: 833940. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee revision approximately twelve years post-implantation due to tibial insert and patella wear. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of photograph. Visual examination of the provided pictures identified explanted implants that show a large amount of wear. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.